Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that an asymptomatic patient's pacing lead has noise that was seen on episodes and could not be produced with isometric testing. Oversensing occurred with noise reversion. The lead was imaged diagnostically and appears free of physical damage. Plans for this lead were to continue to be monitored.